Manufacturer narrative:
Visual inspection of the returned product showed that there was no visible damage to the lens. There was evidence of a clear surgical residue. Both sides of the optic and haptic were checked for sharp/rough edges and the edges were found to be acceptable. A work order search was performed on the serial number and there were no similar complaints found within the work order. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens and the posterior capsule was torn during insertion. The lens was removed and replaced with another lens. Further information was requested, but none forthcoming. If any add'l info is received, a supplemental medwatch report will be submitted.